Event description:
Reviewed the surgical database and surgeon's report which stated, patient had a im nail implant on (B)(6) 2010. On (B)(6) 2013, patient was in an accident and the sign im nail was broken at a nonunion site. An exchange nail was completed with bone graft. Review of patient x-rays confirms the surgeon's report. Cause: the patient was involved in another accident after the first im nail was implanted which broke the implanted nail. No indication of product defect.